Event description:
It was reported that a patient terminally ill with cancer fell out of bed while reaching over the side rail for a cough drop on the bedside table. The patient hit her head and sustained a laceration and a subarachnoid hemorrhage. The event was not witnessed and it could not be determined if the patient hit her head on the side rail of the bed or on the bedside table.

Manufacturer narrative:
The health care provider (cno) indicated that the patient was admitted to her facility at the "end of life". The patient was terminally ill with cancer. The patient was placed on a firststep plus (adjustable air flow mattress overlay) and was using a dri-flo underpad. Allegedly, the patient was reaching over the bed side rail to the bedside table for a cough drop when she fell out of the bed. The health care provider further indicated that the patient called for help and when the hospital staff went into her room they found her holding on to the bed side rail. Her torso was in the bed and her feet were on the floor on top of the dri-flo underpad. Since the event was not witnessed and the patient was not able to tell the hospital staff what happened, they were unable to determine whether the patient hit her head on the bedside rail or the bedside table. The health care provider indicated that the patient sustained a laceration and a subarachnoid hemorrhage. The laceration required stitches. The neurosurgeon decided not to operate on the subarachnoid hemorrhage due to the patient's medical condition. According to the facility's chief nursing officer (cno) and assistant director, on 06/05/2007, the patient was transferred to facility where she died as a result of her terminal illness, and not from a cause related to the use of the kci device. There was no report or indication that the device malfunctioned. The device was returned to the service center on 06/04/2007 and was found to be operating properly and within specifications. This event is being reported pursuant to current kci policy given that a kci device was in use at the time of the incident.